Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Analysis noted that the rate fault reset had occurred over one year ago. Analysis noted that all therapy was available while the device was implanted.